Event description:
Reporter indicated that she had started "feeling bad" approximately 4 months post implant. Further follow up information was received from patient indicating that she was hospitalized in a day hospital for 2 weeks in 2006. Patient attempted suicide in 2007. Patient was placed in ICU for 2 days as a result of the reported suicide attempt. Patient remained hospitalized for approximately a month as a result of the suicide attempt. Patient reported that her programmed settings were adjusted the following month, and her depression has been improving and she has a "positive outlook" now. Attempts to gather additional information from treating psychiatrist have been successful.